Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00304; 341-10-710, (B)(6) - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to 3 days post op patient fell in the shower and ripped his repair. Dr washed him out and replaced the poly.